Event description:
The customer reported an uncontained clear leak of unknown volume from a coulter hmx hematology analyzer with autoloader while the instrument was idle. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/10/2015 and found a leak in tubing through pinch valve pv49. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(6).